Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator is experiencing transducer fault, vent inop, circuit disconnect, low pip, low ve and motor fault alarms. There was no patient involvement associated with the reported issue.